Manufacturer narrative:
Root cause is undetermined. Based on the DHR review conducted, there is no indication that the manufacturing, quality inspections or final packaging/labeling processes may have contributed to this complaint. All ebm skins were tested and characterized appropriately, and the IFU is clear regarding instructions for use by the clinician. Additionally, all finished goods lots met raw material, in-process and finished goods release acceptance criteria for all required inspections and tests. The device was not returned for failure analysis. There were no anomalies found in the DHR review.

Event description:
A surgical sales representative reported that the thickness of the surgimend was almost 3mm thick instead of 2mm. The product was used for a soft tissue repair on (B)(6) 2020. During the procedure they noticed that it was difficult to suture. No patient injury reported; however, there was a one hour surgical delay due to product being difficult to suture robotically. No adverse consequence reported due to the delay.